Event description:
It was reported that during a tonsillectomy procedure while using a cii procise xp wand, the pt received a burn to the tissue surrounding the tonsil. No further info was provided regarding any treatment administered, however, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pt identifier, weight, age and gender were not provided.